Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a incoming functional test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together. Additionally, the trunk cable was pulled from strain relief. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into an unrelated event, a reportable problem was found. Electrode belt sn (B)(4) failed an incoming functionality test.